Manufacturer narrative:
Product complaint # (B)(4). Occupation is lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left attune total knee to treat progressive pain secondary to osteoarthritis. The patella was resurfaced and competitor cement was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain and suspected aseptic loosening. Upon entering the joint, the surgeon identified a loosened tibial tray that was completely debonded and easily removed. The femoral component was fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2017, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.